Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the device has a broken probe that was not returned. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the evaluation that the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the device has a broken probe that was not returned. There were no reports of patient involvement.